Event description:
Paramedics responded to a person in possible cardiac arrest. The patient was connected to the device with disposable defibrillation/ECG electrodes but, according to the reporter, the monitor screen only displayed dashed lines. A backup was called for and used. Patient outcome is unknown.